Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm bent cannula or to determine if it could have contributed to reported hyperglycemia or to determine if the fluid path had been compromised in any way. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that she activated the pod on (B)(6) at 12:05 pm. Over the next day and a half, her blood glucose ranged from 36 mg/dl up to 221 mg/dl, measuring 101 mg/dl at 9:35 pm on (B)(6), her last bg reading for that date. On (B)(6), her bg was 38 mg/dl at 12:12 am and 53 mg/dl at 4:56 am. At 5:57, am she ate 43 grams of carbohydrate and took a meal bolus of 7.8 units. Another 1.25 u were bolused at 7:30 am. At 10:14 am, her bg had reached 416 mg/dl and she deactivated the device. She noted insulin leaking and that the cannula was bent at the base.